Manufacturer narrative:
Correction b3, d4. B3: the issue occurred on unspecified dates in october (omitted on initial). D4: concomitant products (added additional, omitted on initial). Additional information was added to h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. A batch review was performed on the suspect lot (which was manufactured on 02/09/2021) and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Suspected product code jc8519. Suspected lot number: r21b08079. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of unknown continu - flo sets under infused. This issue was identified during patient infusion with an unspecified antibiotic. There was no report of patient injury or medical intervention associated with this event. No additional information is available.